Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4). Final analysis of the tined lead with ((B)(4)) revealed all conductors are broken 3.8 cm from the distal end and the outer insulation is separated at the #0 connector butt joint.

Event description:
It was reported that the patient had experienced a loss of therapeutic effect, no stimulation sensation, and a shocking sensation from their implantable neurostimulator (ins). There was no known event associated with the onset of the issues although it was noted that the therapy had stopped working on (B)(6) 2015. The patient initially had their husband increase the setting but that did not help. They had an appointment with the healthcare professional (hcp) on (B)(6) 2015 where the nurse tried all of the programs which also did not help. On (B)(6) 2015, the patient saw the manufacturer's representative where everything was checked and they were told that the cause to the issue could not be determined and were not able to get the therapy to work. They were also told that there was something wrong with device system and that the complete ins system would need to be surgically replaced. The ins was turned off on (B)(6) 2015 but since then the shocking started and was really bad on (B)(6) 2015. The shocking sensation was noted to be on their left side below the ins. On (B)(6) 2015, the patient noted that they almost went to the emergency room. The shocking increased over the weekend of (B)(6) felt a few shocks per day. The patient had shocking about 4-5 times on the morning of (B)(6) 2015 and again on (B)(6) 2015 where they had 40-45 shocks. They went back to their doctor's office on (B)(6) 2015 where they met with the manufacturer's representative and it was determined that the ins was on and the stimulation was turned up. The patient did not understand how this had happened. The representative used the patient's programmer to make changes to the ins and then took the batteries out of the programmer. Since the meeting with the representative the patient did not receive any further shocks. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information reported the patient was still having concerns regarding her device/ therapy but she was working with her doctor/ manufacturers's representative. Surgery was scheduled for (B)(6) 2015. Additional information from a healthcare provider and manufacturer representative reported that there was 50 percent or greater symptom reduction and the implantable neurostimulator (ins) and lead were involved in the event. The entire unit was not functioning and the device was not responding to programming. There was concern for patient shocking despite the device being off. Symptoms included shocking pain and symptom return. Before device malfunction, the patient responded very well to the device. The event cause was not determined, the patient had not recovered, and the symptoms/issues were ongoing. Troubleshooting included an x-ray and reprogramming by healthcare provider staff and a manufacturer representative. Impedance and x-ray determined that the device needed to be surgically replaced; all impedances were over 4000 ohms. All programs were gone through with no stimulation. The ins and lead were explanted on (B)(6) 2015 and the issue was resolved. This event was previously also reported under manufacturer report # 3004209178-2015-11841 and analysis now confirmed the lead had malfunctioned.